Manufacturer narrative:
(B)(4). Subsequent to the initial report submission it was noted that the investigation was completed and the following information was not included. The abbvie peg and j risk management report cites a literature reference indicating typical complication rates, including ¿gastric hemorrhage is reported to complicate 0.3% to 1.2% of cases. (1)¿. (1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviews complaint categories for possible trends on a monthly basis. No trends were identified for this event. If any further relevant information is identified or obtained, a supplemental medwatch report will be filed.

Manufacturer narrative:
Abbvie soltraqs complaint record reference: (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier number field is list (B)(4) abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect or malfunction of the peg tube was described by the reporter. Gastrointestinal bleeding is a known complication of tube use and will be further evaluated. Upon completion of the investigation, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, it was reported that a patient in the us was in the emergency room on (B)(6) 2015 with suspected gi (gastrointestinal) bleed and orthostatic hypotension. The same day the patient experienced passing out and syncope. The patient experienced episodes of hypotension that resulted in syncope. Patient had red and dark black stools. Additional information was received on (B)(6) 2015 that the patient was hospitalized due to blood loss through stool and received 5 units of blood infusion as treatment. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, it was reported that the gi bleed was resolved.